Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient contacted animas and reported that she had a blood glucose reading over 500 mg/dl but that she does not know exactly how high it went. She denied symptoms or ketones, and did not receive any medical treatment. The patient stated that "her doctor is always adjusting her basal rates." At the same time, it was reported that the time and date on the pump reverted to the default setting when the battery was out of the pump for less than 24 hours. The patient stated that she does not remember when the issue began. It is not known if the time or date was incorrect on the pump while the patient was using it. This complaint is being reported because it is unknown if the alleged pump issue contributed to the hyperglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the last basal delivery was on (B)(4) 2018. The black box shows a replace cartridge alarm on (B)(4) 2018 at 12:49 followed by a power reboot at 13:05. When the pump was powered back on the time/date reset to default setting and was then manually set to (B)(4) 2018 14:21 and deliveries resumed. The pump was exercised for 12 hours. After 12 hours the battery was removed for 6 hours. The bench testing confirmed when the battery was reinserted after 6 hours without power the time/date reset to default setting. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range.